Manufacturer narrative:
This report is for an unknown nail head elements: pfna, unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, two months after initial surgery, proximal femoral nail anti-rotation (pfna) blade cut-out was confirmed. Originally, the patient underwent an open reduction internal fixation (orif) surgery with pfna system due to a femoral trochanteric comminuted fracture on (B)(6) 2019 wherein the surgeon had difficulty in reduction but managed to fix the bone fragments. The patient will undergo revision surgery with a total arthroplasty by next week. Patient status is unknown. It was further reported that all implants were removed and the total hip arthroplasty was completed successfully with no adverse consequences to the patient. Concomitant devices/s reported: unknown pfna nail (part# unknown, lot # unknown, quantity# 1). Unknown screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) unk - nail head elements: pfna. This is report 1 of 1 for (B)(4).